Event description:
While operating an ultraviolet c (uv-c) arc lamp system for non-contact room disinfection process, the uv-c lamp caused interference with a pulse oximeter and nitric oxide (no) ventilator in an adjacent room. The operator of the uv-c light system had all curtains and shades drawn as required for operation and cleaning. When the light was turned on for the disinfection process the pulse oximeter in the adjacent room began giving erroneous readings and alarming. In addition the nitric oxide ventilator began giving error messages that gas bottle was not recognized or in place. Both devices in the adjacent rooms utilized near infrared sensor technology to measure o2 saturation and gas bottle status respectively. The clinicians were able to duplicate the pulse oximeter and no vent failures 3 times by cycling the uv-c light source. Uv-c light source manufacturer response for robotic ultraviolet-c disinfection system, xenex (per site reporter): awaiting reply from manufacturer.